Event description:
It was reported two incidents of the battery pack on the pulsavac plus becoming hot and deforming during use. One incident occurred on (B) (6) 2008, and the second incident occurred on previous date. There was no report of injury or adverse consequences as a result of these incidents.

Manufacturer narrative:
The customer retained the gun portion of the device. However, the battery pack portion was cut away from the gun and returned to the MFR for eval. Visual inspection of the eight batteries displayed signs that they were shorted. The outer battery wrapper displayed signs of deformation due to exothermic reaction from the shorted batteries. There was no indication that the wiring was damaged inside the battery pack. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.